Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was missing. There was no evidence to review in the device's event history log. A functional and air detector test were performed and the reported issue was not duplicated. The investigation found no issues with the air detector. The air detector worked correctly. The cause of the reported issue was unknown. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D4: UDI: and g4: 510k are unknown, d9: device returned to manufacturer.

Event description:
It was reported that the pump exhibited air in the system. It was unknown if there were any adverse patient effects.